Manufacturer narrative:
Approximate age of device- 7 years, 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported patient had a pump stop on (B)(6) 2019. Patient has an epc controller. Patient has no recollection of event, so was therefore reportedly not symptomatic, and no alarms were reported by patient or staff. The pump stop was an incidental finding on interrogation. Log files were submitted and evaluated by abbott technical services. The pump stop event on (B)(6) 2019 was confirmed. The pump stop was caused by a total loss of power to the controller, which subsequently reset the internal clock of the controller. The device alarmed appropriately to alert the user to a loss of external power. The epc controller does not have an internal backup battery, therefore the pump stopped. Patient was connected to the power module at the time of the event. There is no indication of percutaneous lead (driveline) damage in the data. The event has not reoccurred. The problem resolved without need for further intervention or treatment. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a pump stop due to both power cables being disconnected at the same time. The submitted log file contained approximately 2 days and 5 hours of data. The data captured in the log file showed normal pump operation from time stamp day 0, hour 12, minute 40 to day 2, hour 9, minute 46 when a complete loss of external power was recorded. The pump remained off for an undetermined amount of time until the patient reconnected to external power. The pump regained speed following the reconnection of external power and operated as intended for all remaining data captured within the submitted log file. The reported event of a pump stop was confirmed based on the information recorded in the provided log file. The associated voltage levels indicated that the system controller was connected to a power module at the time of the event. The next recorded entry, after the power was restored, revealed that the system resumed proper operation at the desired set speed and the clock was reset to 0 days, 0 hours and 0 minutes. The remaining data captured in the log file (0 days, 8 hours and 53 minutes) revealed normal system operation. The system controller serial number (B)(4) was not returned for evaluation. The power module serial number (B)(4) was not returned for evaluation. The patient remains ongoing on vad support with no further issues reported. The hmii lvas IFU addresses all alarm conditions and the proper actions associated with them. The IFU also explains that at least one system controller power cable must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.